Event description:
The laser system has the following problem: " the system shows error message no fiber attached."

Manufacturer narrative:
The problem was due to the fiber sensor. After the replacement of this sensor and the realignment of the fiber launch, the laser system restarted to work. We are unaware about pt injury.